Event description:
On february 18, 2010, during device evaluation by baxter the channel b channel select key on a colleague cx triple channel volumetric infusion pump was found to be not working properly. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated.

Manufacturer narrative:
The condition of the channel b channel select key is not working properly was confirmed. The channel b keypad was replaced to correct the reported condition. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that some bottles of the wbc lyse reagent for the coulter act diff 5 autoloader were leaking. The customer was wearing proper ppe but there was no reagent exposure to open wounds or mucous membranes and there was no contact to eye or skin. There was no injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. Correction: patient identifier, none.(B)(4).